Manufacturer narrative:
Evaluation of the reported tibial tray and femoral components was not possible, as the devices were not returned. The depuy warsaw research fellow examined the submitted device and confirmed burnishing wear and shallow surface pitting. The investigation could not draw any conclusions about the reported event; however, evidence of embedded cement and/or bone are possible contributing factors. No evidence was identified of premature wear or product error as contributing factors. Based on the investigation findings. The need for corrective action is not indicated.

Event description:
Patient was revised due to loosening of the tibial and femoral components; polywear and osteolysis was present.